Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead was oversensing. The device was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.